Manufacturer narrative:
G4: 06mar2020. B4: 10mar2020. The customer did not respond to requests for additional information. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03mar2020.

Event description:
The customer reported a touchscreen failure and the unit will not power off. The following diagnostic codes were also found in the error logs: "backup alarm failed", "35 volt supply failed", and "auxiliary alarm supply failed". There was no patient involvement.